Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was informed to continue using the pump and to call back if any malfunction code recurred; this was acknowledged and understood by the caller.